Manufacturer narrative:
Analysis of the ins found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are : product ID 97754 lot# serial# unknown implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The distributer reported problems with the implantable neurostimulator (ins). A bubble with reddish color appeared around the generator. It appeared to be a burn. The generator appeared to have left the implanted place. After the patient recharged the generator on the week of report he felt warmth in the implanted region but did not burn. There is no knowledge of any external factors that may have caused the problem. On (B)(6) 2017 the generator was explanted and the patient was treated for an infection. The issue was not resolved at the time of report. The patient experienced burning sensation, erosion, and infection at the pocket site. A culture was taken at the device pocket and there was an unknown organism that required antibiotic treatment. The patient was hospitalized for 3 days. The patient experienced temporary injury. It was not known if there was any problem with the recharging system.